Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative went to the site to test the equipment. Testing revealed that the microscope cable was replaced to restore functionality as the microscope could no longer communicate with the navigation system and the unit was noted to have frayed wires. The system then passed the system checkout and was found to be fully functional. The cable was returned to the manufacturer for evaluation. Testing found that the cable jacket was cracked and separated near the y split on the cable. The shield wire was noted to be exposed and that no bare conductors were exposed. Continuity testing found an open from a pin in the cable. The hardware investigation found that the reported event was related to a hardware issue. This issue was documented in a medtronic navigation hardware anomaly tracking database. Other relevant device(s) are: product ID: 9733823, serial/lot #: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system being used outside of a procedure. There was no patient involvement. The microscope cable was frayed and the wires were exposed. No complications were reported/anticipated.